Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 3 days. The customer¿s blood glucose (bg) level was intermittently displayed as ¿high¿; however, a specific value was not provided. Elevated bg was addressed by a correction bolus and then the customer changed the pump supplies to address the issue. Reportedly, the customer continued to use current pump for insulin delivery.